Event description:
Removal of endossesous dental implant. Two implants were placed in class IV bone on 12/27/96 during a complex procedure. A sinus augumentation was previously performed in the area on 6/10/96. The implant in site #2 was removed on 1/22/97 due to pain and swelling.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.